Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
On (B)(6) 2020, a mentor smooth round high profile 460cc saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, preliminary visual inspection of the device indicated that the prosthesis could possibly be deflated. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
On march 24, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device, a crease was noted in anterior expanding to posterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).